Event description:
It was reported to bsc/target that during the procedure the gdc 10-ultrasoft stretch resistant coil synerg detection circuit was difficult to detach in the patient's aneurysm. Thus, the physician attempted to make proper alignment with the device and microcatheter. The product slipped in the patient's artery. After another attempt was made to do proper marker alignment the aneurysm ruptured. The condition of the patient is unknown. It is the physician's opinion, although it cannot be confirmed, that the stiffness of the proximal section of the device perforated the aneurysm.